Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of mitraclip device thrombosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as a thrombus was observed during device use. It was reported that this was a mitraclip procedure treating mitral regurgitation (mr) grade 3+. The patient presented with non-ischemic functional mitral regurgitation and dilated cardiomyopathy. Before mitraclip implantation, a thrombus was briefly seen per imaging on the back arm of the clip. Following, the thrombus was no longer visible. This mitraclip was implanted without a device issue. Reportedly, no treatment was required. Another mitraclip was implanted without a device issue, reducing the mr to grade 2+. There was no adverse patient sequela reported. No additional information was provided regarding this issue.